Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient's doctor's note mentioned pain. The patient has been experiencing pain with the device and the sflx mini coilette but thought the pain was from the surgery. The patient stated that the pain was from the middle of the nine-month treatment until the end. The patient has a non-union fracture and is going to have surgery again in march. The patient stated that her previous surgery was "done wrong" and that a bone will be taken out of her hip. The patient will conduct the time test if she has pain with the new unit. She told the doctor about the pain which is why she is having revision surgery. No additional information has been provided by the patient. No product was returned for evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in february 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient's doctor's note mentioned pain. The patient has been experiencing pain with the device and the sflx mini coilette but thought the pain was from the surgery. The patient stated that the pain was from the middle of the nine-month treatment until the end. The patient has a non-union fracture and is going to have surgery again in march. The patient stated that her previous surgery was "done wrong" and that a bone will be taken out of her hip. The patient will conduct the time test if she has pain with the new unit. She told the doctor about the pain which is why she is having revision surgery. No additional information has been provided by the patient.